Event description:
The healthcare provider reported that the patient had an ¿occurrence¿ 17 years ago with their 1st pump where the patient was in the hospital for 2-3 weeks following the pump implant but then the symptoms passed on their own. The pump was used to deliver baclofen.no interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l40753, product type catheter. (B)(4).